Manufacturer narrative:
No blank display or insulin pump error or stuck button alarm noted during testing. Insulin pump responded to button presses. No unresponsive button noted. Insulin pump passed the displacement test, sleep current measurement, active current measurement and self test. During visual inspection found the keypad connector at printed circuit board a 1 corroded. Electronic stack, motor and force sensor also had moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump got a stuck button alarm and keypad unresponsive. Customer received trace pointers are invalid pump error alarm. The customer was assisted with troubleshooting. No harm requiring medical intervention was reported. Customer stated that they was not able to clear the alarm due to no keyboard response. Customer tried to remove battery to stop the beeping, buttons are not puffed up. Customer stated that insulin pump was not bumped or dropped. Customer stated that blank display and red light was blinking. The device will be returned for analysis.

Manufacturer narrative:
No blank display or insulin pump error or stuck button alarm noted during testing. Insulin pump responded to button presses. No unresponsive button noted. Insulin pump passed the displacement test, sleep current measurement, active current measurement and self test. During visual inspection found the keypad connector at printed circuit board a 1 corroded. Electronic stack, motor and force sensor also had moisture damage.